Event description:
Hcp reported ipg and extension were removed due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.